Event description:
Pt undergoing a ptca procedure. Rotablation with a 1.5mm burr underway with good initial result, pt then complained of chest pain. Contrast was seen extravasating freely into the pericardium. There was a blood pressure drop, pericardiocentesis performed urgently. Two hundred cc's of blood was obtained with minimal response. CPR, intra-aortic balloon pump, intubation. Complete drainage of the pericardium by aspiration was performed, along with thoracotomy, however pt remained without contractile activity and ultimately expired.